Event description:
It was reported that during the implant the stylet could not advance and the insulation became twisted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without a guidewire was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.